Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The device misfired, first clip fired proper, but the second clip would not fire. Second device was ejecting clips. Another device was used to complete the case. There was no consequences to the pt.

Manufacturer narrative:
Ejected clips. Evaluation summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 6 clips conforming, and 5 clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.